Event description:
Because of increased velocities in left renal artery, the patient had a left renal arteriogram and placement of a second stent. It was found that the first stent, implanted approximately 5 months ago, was fractured and a fragment was positioned in left common iliac artery origin. Patient was asymptomatic.